Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to perform a meal announcement but inadvertently navigated to a change cartridge and tubing step on the device, after which they experienced hyperglycemia with blood glucose peaking at 262 mg/dl for approximately two hours; the user was using a 23-inch teflon 6 mm inset infusion set and received counseling on proper meal announcement usage and reviewing announcement history. Symptoms included hyperglycemia without alerts for sustained high glucose and without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and education regarding meal announcements and review of device logs for meal announcement history. Investigation of this case revealed user operation inconsistent with intended use related to meal announcement workflow without evidence of device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that user understanding and use error were the probable cause.